Event description:
The customer stated that she was taken by paramedics to the hospital due to hyperglycemia. The customer stated that as a result of the hyperglycemia she experienced a mild stroke. The customer also stated that the insulin pump had alarmed no delivery prior to the event. Troubleshooting was performed, and the insulin pump alarmed no delivery during the manual prime. When the customer attempted to press insulin from the reservoir into the tubing by hand, she stated that there was resistance. The customer was advised to revert to a back up plan to treat her diabetes until replacement reservoirs could be delivered to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.